Event description:
During a complaint investigation on the cell-dyn emerald, serial number (B)(4) (returned to abbott (B)(4)) the investigator noticed a burning smell. Upon inspection of the unit, the investigator found the waste line was broken where it connects to the waste container and that the power strip below was wet. From the leaking. The investigator did not notice any smoke at that time, but a co-worker stated they noticed smoke coming from the power strip. The power strip was turned off without incident. There was no personal injury, impact to patient management, or facility damage reported. No additional employee information was provided.

Manufacturer narrative:
(B)(4). Based on the investigation which included review of product historical data, product labeling, and interview of personnel involved, the incident is an isolated and operator-error related incident. A product deficiency was not identified. There is no malfunction and no action taken for the complaint incident. The complaint text was reviewed before inspection and interview of personnel in the cid lab. The waste tubing from the return currently being tested was free and loose at the end of the table. The tester was unaware that the waste from the cd emerald being tested was not going to the waste container but, onto the floor and/or into the power strip. The incident caused the power strip to have a short and burned (smoked). Further investigation found that the waste line and waste container are stationary under the table. This table is being used for installation of any returned cd emerald instruments. The end of the waste line to be connected on the instrument, sits on the table until it is attached to a new cd emerald return. The cd emerald connected to the power strip was not affected because the liquid only affected one of the power strip holes which was not connected to the cd emerald. The power strip and analyzer cord were replaced and the analyzer performed without any issue when testing was resumed. Review of the cd emerald operator's manual, list number 09h40-01, rev. G has adequate labeling for this issue. The manual states to ensure waste lines are securely attached prior to instrument start up.